Manufacturer narrative:
The date received by manufacturer has been used for this field. No lot # providedmedical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿bond¿ was observed on a bd emerald¿ syringe with needle before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd was unable to verify the reported complaint. The returned sample was received without any foreign matter on the cannula therefore the failure mode was not able to be duplicated or verified. The provided picture did show the foreign matter was present, however when the sample was returned, the foreign matter was no longer observed and fourier-transform infrared spectroscopy was not able to be performed to determine the properties. No root cause was able to be determined. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: unconfirmed: the returned sample do not observe fm on cannula. No root cause is established.